Event description:
Additional information received from a health care provider (hcp) indicated that there were no symptoms specifically, that the patient experienced related to the motor stall. The hcp indicated that the patient's dose was very low and they were already planning to remove the pump. The motor stall occurred on an unknown date. When asked if a motor stall recovery occurred, the hcp stated yes and that the date was unknown. The hcp stated that they suspected it was recovered. The cause of the motor stall was undetermined. The hcp stated that actions/interventions taken were not applicable as the issue was resolved by the time the pump was interrogated. The hcp indicated that the pump was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. A motor stall was reported.